Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was found to be in overdischarge because they had not used it for a few months. The last recharge session was found to be in may. The rep stated that the device was reset and there was a power on reset (por) code of 0x2608 on the clinician programmer at the time of the reset. The rep stated that the issue was resolved. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-09. The rep stated that the cause of the 0x2608 power on reset (por) was due to lack of compliance with charging. There were no patient symptoms reported and no complications reported.